Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: the case was an emergency hartmans for a anastomotic leak. The contour was placed around the residual rectum and fired but no staples were deployed. The tissue cut but it did not staple, the rectum was washed and tissue inspected however not one staple was found. On inspection the drivers have come to the surface so the gun does look like it deployed staples however the team did not see any within the tissue, the rectum was sutured and surgery was completed without any further problems. This was in a setting of a hartman's procedure on a (B)(6) yr old man who is currently still on hdu. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the hdu (hemo dialysis unit, high dependency unit)? Did the hospital stay extended longer than the normal routine stays for this type of procedure? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current patient status?

Event description:
It was reported that during an unknown procedure, contour was fired on rectum, however it cut and did not produce staples. The surgeon then had to stitch over the rectum. Patient impact is unknown. The procedure extended by forty-five minutes due to the failure.

Manufacturer narrative:
(B)(4). Date sent: 09/13/2021. Additional information was requested, and the following was received: did the hospital stay extended longer than the normal routine stays for this type of procedure? - patient still in hospital recovering from 2 major surgeries did the patient receive any preoperative chemotherapy or radiation? - no. When was the staple retaining cap removed? - yes. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? - partial mesorectal excision was performed to ensure rectal tube only was in the jaws of the conture. Was the device difficult to close? - no. Was the device closed and repositioned multiple times prior to firing? - no. Was the device difficult to fire? - no. Was the distal transection completed in one or multiple firings? - one firing. Can more information be provided about staple form? Conture was placed around rectum in usual fashion, fired and no staples were deployed. No staples found around rectal stump or free floating in pelvis to indicate any staples were in the device at all. What is the current patient status? - still in patient, frail, ng fed, chest infection, awaiting nursing home placement.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2021. D4: batch # u5dn03. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. During the visual inspection, the anvil was examined under 50x magnification and no marks could be observed. Further analysis shows that the retaining pin was partially retracted and the pushrod button was not in a detent. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Further examination of the cartridge was performed in the pc lab. Markings applied during the manufacturing process indicate that the reload was not fired and reloaded during the assembly process. This allowed the examination of the anvil and drivers with the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). The eds allows for an elemental analysis of the surface of a component. This inspection confirmed the presence of titanium (ti) on the surface of the anvil pockets and the driver face indicating that staples were loaded and came into contact with the anvil when fired. A sampling of staple pockets along the length of the anvil show titanium (ti) was deposited as the staples contacted the bottom of the anvil pocket. A sampling of the drivers from different locations along the cartridge also show titanium (ti) particles. The surface of the drivers are also roughened further indicating a staple was deployed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: either manually advance the retaining pin using the actuator button on top of the handle to capture the tissue within the jaw opening, or automatically advance the retaining pin by squeezing the closure trigger. Note that there is an audible click halfway through the closure stroke indicating that the device is in the intermediate position. In the intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. The closure trigger can be released at this point, and the instrument will maintain its jaw opening to allow for final positioning of the tissue to be cut and stapled. The retaining pin is fully engaged. Squeeze the closure trigger and handle together until the closure trigger is latched. Listen for an audible click. When the closure trigger is latched, the firing trigger moves to the ready-to-fire position. The cartridge has clamped onto the tissue which is ready to be cut and stapled. Ensure that the closing stroke is completed. All fingers should be completely removed from the closing trigger to ensure that the closing system holds. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2021. D4: batch # unknown.